Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Customer's family member resisted md advised to have pump checked due to high blood glucose for almost 5 days. Family member had been giving injections for high blood glucoses.